Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of hi result. Customer states he feels dizzy, has cramps and going to the restroom every 30 minutes. Customer is very thirsty and sweating a lot. Customer will seek medical attention. Customer is concerned with results obtained. 1:true result hi (B)(6) 2015 08:25:00 pm not fasting. 2:true result hi (B)(6) 2015 08:25:00 pm not fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of hi result. Customer states he feels dizzy, has cramps and going to the restroom every 30 minutes. Customer is very thirsty and sweating a lot. Customer will seek medical attention. Customer is concerned with results obtained. True result hi (B)(6) 2015 08:25:00 pm not fasting. True result hi (B)(6) 2015 08:25:00 pm not fasting. No adverse event reported.